Event description:
It was reported that blood leak occurred in a dialyzer while in use on a patient (pt) for hemodialysis treatment in a dialysis center. One hour into the treatment, the nurse noticed a small blood leak at the red end of the dialyzer. The leak was further described as a occurring near the red connector where the arterial line goes into the dialyzer. No further information was provided. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Expiration date was inadvertently left out of the previous MDR. A review of all batch record documents was performed for lot number 12b02p with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for evaluation; therefore the reported event could not be verified and a cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.